Event description:
Case #4 from the same distributor involved a cusa excel 23khz cem nosecone (lot number 1115499) activated after one hour of use even though the button for activating the unit had not been pressed. The unit could not be deactivated. The setting was 60-70% power during a liver resection. There was no injury reported. There was no delay as the staff was able to use another unit to complete the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.